Manufacturer narrative:
Information is unknown as the lot number of the device was requested but not provided. The patient remains ongoing and continues on lvad support. Although the reported pump stop event was confirmed through the evaluation of the submitted system controller log file, a root cause for the reported event could not be determined as the device was not returned to the manufacturer for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump stop event that seemed to be related to a "crimping driveline". The patient was not symptomatic during the event. A log file was sent to the manufacturer for review, confirming the reported pump stop event. The pump stop occurred while the patient was connected to the power module patient cable and was the only significant event in the log file. It was reported that the supply voltages captured in the log file were consistently below the recommended voltage threshold and the cause was most likely the power module patient cable. It was reported that the patient has been alarm free after the power module patient cable was exchanged. A driveline evaluation was not requested by the hospital.